Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 14-aug-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 17-aug-2020: distal cap - fixed type failed seal integrity inspection, leak at biopsy channel (large/ primary) inlet side, failed wet leak test, fluid invasion in control body, primary operation channel resistance, suction cylinder worn at suction tube junction, failed dry leak test, guide cover plate screw(s) loose/ missing, up staycoil corroded, right staycoil corroded, left staycoil corroded, down staycoil corroded, pve electrical connector frame mild corrosion, fluid invasion in pve connector, fluid invasion to insertion tube, control body corroded. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, connecting receptacle(2), connecting receptacle (3), intermediate plate, pcb for ccd k2 pb-free/ntsc, electrical connector assy, deflector body link, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is pending repair or final qc approval as of 16-sep-2020.